Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output. The patient experienced bradycardia. The device was explanted and replaced successfully. The patient was asymptomatic post operation.